Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient had died during the implant procedure. This (B)(6) patient's medical history was significant for dilated cardiomyopathy associated with an ejection fraction of 25%. Defibrillation threshold testing (dft) was performed and the induced ventricular arrhythmia was successfully terminated at 21 and 31 joules. Subsequently, the patient stopped breathing and a view of the electrocardiogram monitor verified that the device was delivering bradycardia pacing. Fluoroscopic imaging confirmed heart wall motion. The patient was provided with respiratory support but then quickly required intubation. According to the local representative, there were no measurable blood pressures or blood saturations. It was determined that the heart was full of blood clots. The local representative commented that the cephalic vein access was abandoned due to blood clots. Entry into the subclavian vein with placement of the right ventricular (rv) and right atrial (ra) leads was uneventful. An autopsy on this patient was planned to determine cause of death. At this time, it was felt that the cause of death was not device-related.subsequently, boston scientific received information from the local representative. According to the local representative, the physician reviewed the event and felt that the patient died of pulseless electrical activity (pea) post-shock. The local representative was informed that the patient's ejection fraction was 9% per echocardiogram that had been done earlier prior to the procedure. The patient medical history was significant for non-ischemic cardiomyopathy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.